Manufacturer narrative:
The previous driveline repair was reported in MFR report # 2916596-2021-02843. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-03933, 2916596-2021-03970. It was reported that the patient had a known driveline fault (dl) alarm. They have undergone replacement of their controller. He had a percutaneous dl repair on (B)(6) 2021, however, dl faults persisted. The patient reported a three-day history of ¿left ventricle assist device (lvad) alarms¿ when they bend forward. This is with associated dizziness and lightheadedness. When they went through their alarm history and says they were seeing low-speed alarms. The patient completed a controller exchange without notifying the vad team and called when alarms continued. On way to emergency department (ed) the patient's device had a controller fault alarm which was active when he arrived. The yellow wrench was on and the green pump icon was lit with a message to contact hospital controller fault alarm. The controller would not display parameters and would not communicate with two different monitors. After discussing with the clinical representative and engineering, a controller exchange was completed and is now communicating with monitors. The original controller (that the patient exchanged) history revealed multiple pump stops and log files were downloaded. The patient remained stable throughout this episode and arrived with a mean arterial pressure (map) of 90 mm/hg. A review of the log file found low-speed drops and pump stops while attached to batteries. This appears to be a phase to phase short that is occurring. Additional information revealed a pump exchange occurred on (B)(6) 2021. During the patient's pump exchange, his controller alarmed with controller fault alarm and stopped communicating with the monitor. At time of pump exchange, the patient received two new controllers.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline was confirmed based on the evaluation of (B)(6). Additional information communicated on 22jul2021 stating that the patient had dl fault alarms while traveling in florida and had his new controllers replaced to avoid unnecessary patient alarms. The patient was admitted for observation and a continuation of dl fault alarms were found. They had a percutaneous dl repair in new york on (B)(6) 2021. His backup and primary controller were exchanged, and he was discharged home on (B)(6) 2021. The dl faults persisted, and no faults were found to be associated with the removed portion of the dl. The patient completed an at-home controller exchange, which did not fix the issue. An additional controller exchange was completed in the emergency department (ed) where the patient received two new controllers. The controllers alarmed and were not able to communicate with the monitor. They received two new controllers when the pump was exchanged. It was reported that the patient underwent a pump exchange from heartmate ii left ventricular assist system, serial number (B)(6), to (B)(6) on (B)(6) 2021. The pump was returned assembled with the driveline cut approximately 4.5¿ from the pump housing, the distal portion of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The outer jacket of the 4.5¿ driveline segment returned with (B)(6) appeared unremarkable. The outer jacket was removed revealing that there was no braided metal shielding returned with the driveline. Continuity testing revealed a discontinuity in the green and yellow wires, all other wires were tested and passed without incident. The bionate layer was removed to reveal that the green wire was completely fractured at the pump housing. Microscopic inspection revealed that the yellow conductor was also completely fractured with some of the insulation partially intact. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shielding layer and the pump housing. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. The green and yellow wires represent phase 1 of the driveline. The fractured inner conductors of the two wires would have resulted in the reported driveline fault alarms. The fractured green and yellow wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from the two wires, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the relevant sections of the device history record for driveline, serial number (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this even.